Manufacturer narrative:
Insulin pump was received with completely broken reservoir tube lip, missing reservoir retainer, and missing reservoir tube o-ring. Unable to perform displacement test due to broken reservoir tube lip. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the clear part of the top of the insulin pump's reservoir was broken. Customer's blood glucose level was 145 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.